Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user was lifting up an empty examination bed, the bed contacted this product. This contact broke the adjustment handle and lcd monitor which was mounted on this product fell to the floor. The monitor had some exterior damages, but had no problem with display function. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. An olympus field service engineer (fse) visited the user facility, and confirmed that the adjustment handle of the lcd arm of the referenced device which the monitor was mounted on was broken. Based on the information from the user facility, the adjustment handle broken was attributed to physical stress, resulting in the monitor falling off onto the floor.